Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, expressed concern that the system was delivering excessive correction insulin, and noted a blood glucose of 68 mg/dl trending downward with approximately 2.5 units of insulin on board. Symptoms included hypoglycemia. Outcomes included user education, immediate oral carbohydrate treatment, and clinical management follow-up planning. Investigation included troubleshooting and education regarding automated insulin delivery behavior, safety features, and guidance on potential target glucose adjustments through the clinical team, as well as data upload for clinical review. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.